Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "joint pain," "hardening of the filled area," "stony consistency," and "nodular area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported they injected a patient with 1 ampoule of juvéderm® voluma¿ with lidocaine in the regions of the nasogenian grooves, mentonian region, marionette lines, jaw angles, and ¿piriform opening.¿ approximately 3 weeks post injection, the patient started "rheumatologic investigation for complaining of joint pain.¿ healthcare professional noted, ¿it evolved posteriorly with hardening of the filled area in the puppet lines, painless, palpable mainly in the intraoral region, of stony consistency.¿ healthcare professional also reported ¿palpable filler of stony consistency in grooves, bilaterally.¿ joint pain in the hands have also worsened. One month post symptom onset, an ultrasound was performed ¿of soft tissue and bilateral grooves with nodular area affecting the dermis and cicatricial aspect of subcutaneous cellular tissue.¿ healthcare professional also noted the event "triggered a previously undiagnosed collagen disease or local infection.¿ rheumatologic tests were also performed and a rheumatoid factor of 29 was observed; complete blood count was performed and 11600 leukocytes were reported. Rheumatoid factor was greater than the upper limit of normal, per the healthcare professional. Treatments of ciprofloxacin 500 mg every 12 hours and predsim were provided. Symptoms have improved, but the complete resolution status is unknown since the patient has not returned to the office. Patient has a history of allergies and takes montelair daily for their rhinitis.

Event description:
Healthcare professional reported that the event has led to permanent damage because there is still ¿palpable filler, but not more stony consistency.¿